Event description:
It was reported that the device stopper tab of the nozzle did not get over the bump of syringe during a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.